Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an atrial fibrillation (afib) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device. A second prostyle device was attempted; however, the plunger was unable to be depressed fully and was unable to be removed. The foot plate was lowered and the prostyle device was removed with no issue. Once outside the patient anatomy, the plunger of prostyle device was able to be fully depressed but the plunger could not be removed from the device. The sheath remained an 8f and the afib procedure was completed. Post procedure, a third prostyle device was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty deploying the plunger include, but is not limited to, patient anatomy (human tissue, calcification) or user technique (failure to maintain a stable position of the device with respect to the tissue tract). Factors that may contribute to retraction problem plunger include, but are not limited to, user closes foot before plunger fully retracted proximally. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.